Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/19/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: a review of the pump black box data showed multiple cs 127 replace battery alarms were recorded. During testing, the pump powered on and immediately emitted a cs 127 replace battery alarm. Further testing was unable to be performed due to the recurring cs 127 alarm. The pump case was removed and revealed that a component on the printed circuit board had failed. The voltage at the failed component was found to be out of specification. The component was removed and replaced; the voltage returned to specifications.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted cs 172 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.